Manufacturer narrative:
(B)(4). The sample was not returned for complaint evaluation. Reference: (B)(4).

Event description:
On (b)(96) 2011, (B)(6) clinic, observed arterial clotting in be-hls 7050 (lot number unknown). The circuit was changed out. (B)(4).